Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was tested and evaluated, and found to operate as designed. During the review of the device's event log, a ventilator inoperative code was observed. The ventilator inoperative condition was caused by the operator pressing an unusual sequence of key presses on the front panel. There were no other anomalies or malfunctions found with the device's operation after it was rebooted by the operator. No components were replaced.